Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the device clinical information is unknown due to insufficient information. Philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse inspected the tube and generator candlesticks. No burn marks were found during the inspection. To resolve the problem, fse cleaned the candlesticks, reinserted them, and restarted the system. Multiple tests confirmed no ongoing issues, and the customer reported no new incidents. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the generator was intermittently failing with an overcurrent detected, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.